Event description:
It was reported during a laparoscopic cholecystectomy on an unknown date the er320 clips began to scissor and/or did not close completely with the second clip and the clips following. A second clip applier was pulled to complete the case. There was no consequence to the patient.